Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical product: 407652 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient received inappropriate therapy due to a possible right ventricular (rv) lead fracture. The lead also had noise and high impedance. The lead showed visible damage. The lead was capped and replaced. No further patient complications have been reported as a result of this event.